Manufacturer narrative:
An invasive procedure was performed. The lead was capped and surgically abandoned. Another manufacturer's lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial pacing lead exhibited impedance measurements of 2,000 ohms. Loss of capture was also observed. No adverse patient effects were reported.